Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and the insulin pump alarmed compromised force sensor system. Customer's blood glucose value was 50 mg/dl at the time of the incident and current blood glucose value is 315 mg/dl. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was normal. Customer states they did not wearing the pump during priming and at that time patient blood glucose value was 312 mg/dl. Customer was treated with food. Product will be returned device for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No compromised forced sensor system alarm noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.